Manufacturer narrative:
On an unknown date approximately 1.5 years ago, the patient experienced the peritonitis event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was reported as ¿the patient touched the end of the minicap¿ (no further detail was provided). The patient was not hospitalized for the event. On an unreported date, the patient received treatment for the event with unspecified antibiotics (doses, frequencies and routes were not reported). No further detail was provided regarding the outcome of the peritonitis event. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.